Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. Philips field service engineer (fse) inspected the system onsite and confirmed that system does not boot up. Review of the system log file showed that suite-pc did not start. As a part of troubleshooting, fse found that the suite pc disk bay defective. The fse replaced suite pc disk bay. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion system would not start up. There was no report of harm. Philips has started an investigation of this complaint.